Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device, and right ventricular (rv) lead exhibited a sudden increase in high, out of range pacing impedance (great then 3,000 ohms), high, out of range shock impedance (greater than 200 ohms). There was an episode of inappropriate anti-tachycardia pacing (atp) due to noise on the right ventricle channel. Additionally (rv) pacing threshold measurements could not be performed successfully. A technical service consultant recommended a lead revision in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient is currently traveling across africa and is currently unreachable. Several attempts to get more information have been unsuccessful. The device remains implanted. Additional information was received that this ICD device remains implanted, but the rv lead was surgically capped/abandoned due to possible fracture.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device, and right ventricular (rv) lead exhibited a sudden increase in high, out of range pacing impedance (great then 3,000 ohms), high, out of range shock impedance (greater than 200 ohms). There was an episode of inappropriate anti-tachycardia pacing (atp) due to noise on the right ventricle channel. Additionally (rv) pacing threshold measurements could not be performed successfully. A technical service consultant recommended a lead revision in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient is currently traveling across africa and is currently unreachable. Several attempts to get more information have been unsuccessful. The device remains implanted. Additional information was received that this ICD device remains implanted, but the rv lead was surgically capped/abandoned due to possible fracture.